Manufacturer narrative:
(B)(4). Results = cracked blade. The analysis results from that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert state: " avoid accidental contact with other instruments during use.

Event description:
It was reported that during the unk procedure, error code 5: instrument, there was no pt consequences.